Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. We confirmed that the foreign material residue point was not deformed. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-1200n series operation manual: chapter 3 preparation and inspection; prevention measures are written in instructions for use: gif-1200n series reprocessing manual: chapter 5 reprocessing the endoscope. (And related reprocessing accessories). Three attempts were performed to obtain user reprocessing information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited tip cover foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.